Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having spasms when sitting and that they wet their pants. Patient stated that 2 weeks ago, they had an MRI and turned their therapy off, then they thought they turned their therapy back on. Patient added that in the last 2 days, they got to the point where they have problems and that they tried to increase their stimulation on saturday, but they then stated that the adjustment didn't do anything because it was not changed correctly. Patient mentioned that they didn't see well and that they were having trouble adjusting their settings because of that. Patient also mentioned that they didn't feel the stimulation when they adjusted and they clarified that it's been about a week or close to a week that the issue started, back in the last days of september. Agent reviewed general therapy information and walked patient through connecting to t heir ins and increasing their stimulation to a comfortable level. Patient confirmed feeling the stimulation in their bike seat area. Patient will maintain their stimulation and will continue to monitor symptoms. Patient services redirected to healthcare provider (hcp) if issue persists. Patient mentioned that they won't be able to go back to their previous hcp because their previous hcp retired, and that they tried to switch to a new hcp, but their insurance wasn't able to cover their new hcp. Agent emailed the patient physician listings.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The patient called back reporting a continuation of urinary control issues and they no longer had a managing physician for their device. The patient noted they last met with a manufacturer representative (rep) about a year ago and at that time the rep said they had at least a year left on the device battery. The patient confirmed they were still able to connect to their implantable neurostimulator (ins) successfully using their programmer and the agent relayed that this was confirmation the ins had not yet reached eos. They were redirected to their healthcare provider hcp and provided physician listings.